Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Analysis confirmed normal battery depletion.

Event description:
It was reported that during a routine pulse generator changeout, the device was found in a backup vvi mode. The device was successfully replaced.